Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 87 mg/dl on active gc meter (system 1) and 37 mg/dl on active gu meter (system 2). The same vial of test strips (lot 24645031) was used for both tests. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.